Manufacturer narrative:
(B)(4). Patient information such as initials/ID, dob and weight was requested, but no information was provided. Explanted date: patient health history was requested, however the only information made available was that the patient is obese. The lot/serial number was requested, but not provided, therefore, a review of the manufacturing records could not be conducted. The device was not available for evaluation. The implant date was reported as (B)(6) 2017, therefore the date of (B)(6) 2017 is an estimated date. An image of the explanted device was provided. The image appears to be of an explanted macroporous knit device with fatty tissue. The knit does not appear to have attached absorbable components. IFU statement: the instructions for use provide the following warning among others: incorrect positioning of the shiny film surface adjacent to fascial or subcutaneous tissue will result in minimal tissue attachment. Persistent seroma may result. ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
A physician reported to gore that a patient underwent an open ventral hernia repair using gore® synecor intraperitoneal biomaterial (placed retrorectus) in (B)(6) 2017. It was reported that due to lack of incorporation, the patient developed a seroma. The device was reportedly removed on (B)(6) 2017.

Manufacturer narrative:
Updated field - patient identifier